Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient thought there was something wrong with their device because they felt it moving around the day prior to the report. The patient indicated they had not lost any weight and noted they got good relief from their symptoms some times. It was also noted the patient was able to communicate with their device. The patient was redirected to their healthcare provider to further address this issue. No further complications were reported or anticipated.